Event description:
Customer converted from baxter 2n9060 to mp1000-c and are now reporting chemo leaking from the male luer connector when using a cadd pump for pts who go home. This is happening to pts who have port-a-cath accesses, are hooked up to a 5u infusion via a cadd pump and are receiving treatments at home. Nurses have checked for cracking of product with each incidence but found none. They were thinking they screwed the product on too tight to the non-coring needle. No additional pt or event info is available. There was no pt harm reported but there was chemotherapy visible on pt's skin. No medical intervention required. No additional pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.